Event description:
A user facility reported a surgeon was not able to complete cataract surgery due to corneal opacification. The reporter feels the opacification may be associated with the user facility's refrigeration process for this product. One day following surgery, the pt's cornea was clear and surgery was rescheduled within 15 days. Pt is reported to be fine at this time.